Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to syncopal episode unrelated to the device. Review of transmission from merlin on demand revealed the implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing. The device was reprogrammed. The patient was stable throughout.